Manufacturer narrative:
Concomitant medical products: ddmb2d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up received that the patient¿s rv lead was reprogrammed and remains in use.